Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized with a low blood glucose reading of 26 mg/dl. The customer stated that he went to bed with a blood glucose of 190 mg/dl, but when his wife checked him during the night, his blood glucose was 26 mg/dl. The paramedics were called, and the customer was given a glucagon injection. The customer stated that the glucose sensor reading was different from his blood glucose reading, and the sensor did not give any alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The customer stated that he may have exposed the insulin pump to an MRI. The customer was not wearing the insulin pump during the MRI, but it was in the same room. Nothing further was reported.